Manufacturer narrative:
Anchor products' trs100sb2 tissue retrieval system is a single-use device that has FDA clearance for use to capture and remove an organ or tissue from the body cavity during laparoscopic surgery. The tissue retrieval system (trs) is designed to allow the bag to be pulled into and pushed out of the introducer tube prior to use and during handling. Only when the button on the handle is depressed does the toggle (which sits in the introducer tube) pop out and disengage itself from the treatment bag. At this point, the system does not allow for the bag to be reintroduced into the tube, since the bag has been disengaged from the toggle and the pusher rod. Per the instructions for use (IFU), the button should only be depressed after the specimen is placed into the bag. Depressing the button also allows the handle to be advanced which in turn, releases the tool.

Event description:
As reported by facility in report (B)(4): operating room staff report during a laparoscopic appendectomy, the endocatch bag "anchor tissue retrieval system" did not operate properly. The bag would not return into the handpiece. Surgeon was able to get the organ into the bag even with it not working properly. No injury to pt, just delay in case trying to work around issue.